Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. We received notice approximately 100 screws breaking, tips being left in the patients. This occurred from (B)(4) 2009-(B)(4) 2010, in 5 different hospitals, in 15 different surgeries. Please see MDR 1032347-2010-00129 to 1032347-2010-00143.

Event description:
It was reported when the doctor was implanting screws, some broke. The tip of the screw remained in the patient.